Manufacturer narrative:
The returned device was evaluated and the pod was received with cannula not deployed. Pod download data showed the first priming got completed prematurely, resulting in early completion of second priming. Timeouts and drive stall were observed in the beginning of the pod operation data that caused failure in deploying needle, even after completing the priming sequence. The actual cause of the timeouts and drive stall could not be determined. All the three batteries were measured to be slightly lower than the normally expected voltage. But it did not contribute to any failure in connecting the pod to master pdm for data download. It could not be determined if it linked to the reported needle mechanism failure. Shelf mode current was found to be higher than the specification limit that also contributed to low battery power. It could not be conclusively determined if linked to the reported needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported when a patient activated a pod both the needle and the cannula had not deployed. The patients reported blood glucose level was 100 mg/dl. The pod was not worn.